Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a frozen display from the insulin pump. The customer's blood glucose reading was unknown. The customer reported no response from any button. The customer stated that the time clock did not change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump error 35 was noted in the pump history and critical pump error noted on the pump due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump was received with moisture damage on the motor, battery tube, vibrator and keypad flex tail. Unable to verify the frozen display, time clock anomaly or keypad unresponsiveness due to the critical pump error. No blank display during testing noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage, a cracked case behind the pump near the battery compartment and minor scratches on the lcd window.